Event description:
On (B)(4) 2012, it was reported that the patient's blood glucose had been frequently been elevated over 300 mg/dl after meals for two weeks. The patient and her diabetes counselor think the infusion device delivers too low an amount of insulin. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The infusion device was thoroughly evaluated and meets specifications. The device delivers the programmed amount of insulin correctly and functions as intended. The issue reported by the patient could not be duplicated.